Event description:
Event became reportable based on investigation approved on 06/19/2006. It was reported that in preparation for an unspecified procedure, the mach1 guide catheter was kinked one inch from the tip. It is further reported the event occurred during device unpacking and outside of the pt.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The returned catheter exihibited three kinks on the shaft located 42 and 76 cms from the distal edge of the strain relief and 3 cms proximally from distal tip. The shaft was broken in two pieces at 57 cms distally from the edge of the strain relief. Visual and microscopic examination of the material surrounding the kinks did not reveal any inherent dificiencies that would have contributed to the incident. It was not possible to determine how or when the kinks occurred. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.